Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 481 mg/dl. Customer also stated that no delivery was found and troubleshooting was performed and it was found that insulin exited. The insulin pump will be returned for analysis.